Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the image was turned upside down on the monitor. The customer managed to turn the image on the tower monitor, but not on the extra monitor. Against tac suggestion, the customer had chosen to begin surgery without undergoing training with the staff. The device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, the image on the monitor was turned upside down. The reported issue occurred during a therapeutic and diagnostic procedure (extraction and insertion of intragastrical balloon, then a gastroscopy followed by treatment). There was a one-hour delay and the patient was under general anesthesia at the time. The procedure was completed with another bar and the same gastroscope. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the error flipped display on the monitor could not be determined. Olympus will continue to monitor field performance for this device.